Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event device evaluation: visual inspection shows evidence that one of the tip is broken off and that there appears to be some marks on the broken off piece. Additional visual inspection shows a void in the broken off tip. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use in a minimally invasive procedure, the customer reported after 10 ablations, when the doctor removed the gemini electrode from under the heart they found that the tip of one of the branches of the electrode had broken. The tip remained fixed in the blue conductor. The product was replaced to complete the case. There was no adverse effect to the patient. No surgical tools were used in aiding in the placement of the gemini tip. The customer stated that the electrode was parallel to the plane of the human body, the convexities of the electrodes were directed downwards.